Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. There was no numbers ramping up or frozen display noted. The pump passed displacement test, rewind, basic occlusion, prime/ compromised force sensor and no delivery tests. There was no excessive "no delivery" alarm noted. (B)(4).

Event description:
The customer reported via phone call that the pump had keypad anomaly, display anomaly, and no delivery alarm. The blood glucose at the time of the incident was 278 mg/dl. The customer states the no delivery was resolved by a complete set change. However the frozen display was reoccurring every two hours. Troubleshooting was not able to resolve the issue. The device will be returned for analysis.